Event description:
Per the pt's current surgeon, the pt rec'd a cochlear implant at a different health care facility. The pt developed a skin flap infection on the implanted side. The device was explanted at the first health care facility. The pt's infection was treated by his current surgeon. His infection resolved. He was implanted with a new implant in the contralateral ear and is doing well. None of this info was reported at the time of the event. The date of the event is an estimate.